Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, h2, h4. The following section was corrected: d2b, g4(510k). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information to report at this time.

Event description:
It was reported that during an initial total knee arthroplasty, the impactor pad fractured. There was no impact to the patient and the surgery was successfully completed. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The reported event was confirmed via product return. Visual examination of the returned product identified signs of repeated use and a corner of the impactor had fractured off. Review of the device history records identified no deviations or anomalies during manufacturing. Device has a potential field age of 5.5 years and exhibits signs of repeated use; the root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.